Event description:
The customer reported that the system had poor image quality with dark images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament and generator were calibrated during the service call. The system was tested and found to be working as intended and put back into service.